Manufacturer narrative:
(B)(4). Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Insulin pump was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had crack along battery compartment. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.